Event description:
It was reported that during testing the device was not cutting properly. No harm or delay were reported. No other adverse events were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) once the investigation is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit had no air and the thickness control lever was tight and the swivel and lever were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
No additional information.